Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.2 inr, qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The patient's result memory of the returned meter did not contain any results. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek xs pst meter serial number (B)(4) compared to an unknown roche meter at his doctor¿s office. At 1:30 p.m., the patient¿s result with the doctor¿s meter was 2.6 inr. At 2:30 p.m., the patient¿s result with his meter was 5.2 inr. The customer believed the 2.6 inr result was correct. The customer¿s therapeutic range is 2.0- 3.0 inr.